Event description:
It was reported that the surgeon inserted the at2mini screw(at2-m22-s:531882). The driver tip was allegedly broken. The surgeon was not able to remove the broken piece. It was reported that it was left in the patient body. There was no reported delay or adverse effects to the patient.

Manufacturer narrative:
The device was not returned for evaluation due to being left in patient. No definitive conclusion can be made. Two reports are associated with this event. The submission numbers are as follows (including this one): 3025141-2025-00438.